Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. Reportedly, the customer had not entered the transmitter ID into the pump. Tandem technical support instructed the customer to input the transmitter ID into the pump.